Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 1184954.

Manufacturer narrative:
An onsite investigation was conducted by our field service engineer. The o2 module was defective and therefore has been replaced. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The defective o2 module was sent for further investigation. Ocular inspection of the returned parts revealed no abnormalities. However, upon initiating the ventilator in our simulated test environment, an alarm indicating "internal temperature: high" was triggered. Then a puc was conducted and it failed the gas supply, o2 cell/sensor and flow transducer test. Further analysis on the printed circuit board inside the gas module, involved measuring the gas supply sensor's wheatstone bridge , where a significant imbalance was detected. This imbalance was identified as the cause of the reported issue both at the time of the event and during the simulated testing conducted as part of the investigation.

Event description:
Manufactures reference ID: (B)(4).